Event description:
The serial cable was returned to device manufacturer for analysis on 07/18/2013. Analysis of the serial cable was completed on 08/05/2013. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications.

Event description:
It was reported that the vns physician was not able to interrogate his demo generator, and a replacement vns wand was requested/provided. Product analysis was performed on the vns wand. The wand was reported to have performed according to specifications. Internal visual inspection of the printed circuit board assembly and associated components revealed no anomaly. No visual anomalies were identified. Good faith attempts were performed, and it was later reported that the physician¿s new wand was also unable to interrogate vns generators. The company representative attempted to use another serial cable with the site's wand and handheld device to interrogate which was successful which isolated the communication issue to the serial cable. Good faith attempts for product return have been unsuccessful to date.

Manufacturer narrative:
Device available for evaluation; corrected data: this information was inadvertently left off of initial MFR. Report. Manufacture date; corrected data: this information was inadvertently left off of initial MFR. Report.

Event description:
Additional information was received that the physician¿s programming system is functioning with no issues since the serial cable adapter was replaced.

Manufacturer narrative:
Review of device history records. Review of the handheld device history records confirmed all quality tests were passed prior to distribution.